Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states there was a confirmed air embolism in a patient in which this catheter was used. The patient needed resuscitation. There were no issues noticed with the catheter and the catheter was not removed

Manufacturer narrative:
Additional information was received on (B)(6) 2017 from a healthcare professional within the quality <(>&<)> risk department at the reporting facility: it was reported that during placement on (B)(6) 2017 of a permcath on a sedated patient there was an air embolism in which required full cardiopulmonary resuscitation with intubation and ventilator support. Immediately, post resuscitation the patient was taken to the intensive care unit (ICU) with the catheter still in place. There were no issues noticed with the catheter and the catheter was not removed. Post resuscitation the catheter was used with no known issues. The patient passed away (B)(6) 2017 due to anoxic encephalopathy and brain death. The sample was not returned for evaluation; therefore a comprehensive failure investigation could not be performed and no probable cause be could be identified. A device history record review revealed no discrepancies that may have contributed to the incident. A literature review was also performed and revealed that the instructions for use (IFU) state pulmonary emboli as potential complication. It warns to avoid air embolism by keeping the catheter extension tubing clamped at all times when not in use and by filling the catheter with sterile saline prior to implantation. It cautions to purge air from the tubing and aspirate any air in the catheter with each tubing change. It also warns to prevent air embolism during interstation by keeping the catheter clamped at all times when not attached to a syringe, IV tubing, or bloodlines and to expel all air from syringes before injecting solutions. It also warns to pinch the sheath closed as the dilator is removed to prevent an air embolism and excessive bleeding. If any further relevant information is identified, a supplemental medwatch will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a confirmed air embolism in a patient in which this catheter was used. The patient needed resuscitation. There were no issues noticed with the catheter and the catheter was not removed.